Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, both trocars were leaking pneumo throughout the case. The same trocars were used to complete the procedure. No adverse consequences reported.

Event description:
The pt ((B)(6)) received his scs system including a percutaneous lead on (B)(6) 2006. It was reported that he was receiving ineffective stimulation. The physician explanted and replaced the lead on (B)(6) 2008. Intraoperatively, it was not possible to connect the lead to the trial cable. It was reported that a visual check of the lead showed an anomaly at the connection. The explanted lead was returned to the manufacturer for evaluation. No further info is available.

Manufacturer narrative:
(B)(4). Device originally reported belong to a different complaint - 3005075853-2010-06010 there was no product returned for analysis on this complaint after several requests, the device was not received for analysis

Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. (B)(6).